Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately tortuous and moderately calcified left anterior descending artery. A 2.50mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during inflation at 20 atmospheres, the balloon burst. The procedure was completed with a different device without any patient complications reported. The patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device nc emerge mr, ous 2.50mm x 15mm was returned for analysis. Visual, tactile and microscopic analysis were performed on the device. No issues identified with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon material identified a circumferential tear 0.7cm from the distal tip. The inner lumen of the extrusion was stretched 4.9cm from the distal tip. Bumper tip showed no signs of distal tip damage. Microscopic inspection identified that the proximal markerband had moved due to the inner lumen damage however there is evidence of crimp markings on the inner lumen 2cm from the distal tip.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately tortuous and moderately calcified left anterior descending artery. A 2.50mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during inflation at 20 atmospheres, the balloon burst. The procedure was completed with a different device without any patient complications reported. The patient status was stable.